Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The device was started and alarmed ec(B)(4) which is an issue with the watchdog circuitry. Replaced circuit board. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error (B)(6) during testing. No patient involvement was reported.